Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the unit shutdown during a case. No reported patient injury.

Event description:
It was reported that the unit shutdown during a case. No reported patient injury.

Manufacturer narrative:
It was reported that the unit shutdown during a case. The reported symptom could be reproduced during the logfile evaluation as well as during the device inspection on site. The battery pack was faulty. A complete device failure is obvious to the user. In this case, automatic ventilation is no longer possible, electronic gas dosage as well as device and patient monitoring are out of function. An acoustic alarm is given (continuous alarm tone generated by the secondary alarm system), indicating the failure to the user. Continuation of therapy remains possible by using the o2 safety flow (electronically controlled gas mixer) or the flow control valves (mechanically controlled gas mixer) for a manual ventilation. The battery pack was replaced onsite by the draeger fse to resolve the problem. The device was tested and returned to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.